Event description:
It was reported to philips that the device did not turn on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not turn on. The quotation has been cancelled by the customer as the issue was with hemo system not turning on and the azurion system was booting up normal. No service is provided from the philips. The codes were updated based on the investigation outcome.